Event description:
I had the essure procedure done in 2007 for sterilization. Since then, my health has gotten so that I can barely function day to day. List of symptoms include hair loss, weight gain, skin rashes, mental fog, confusion, stomach pains, severe menstrual, cramps and extreme bleeding, sharp pains in reproductive areas, blurry vision, unsteady gait, loss of libido, fatigue, joint pain, chest pain, shortness of breath, and may other symptoms. My periods have gone from normal to every two weeks with large amounts of bleeding and clotting for a minimum of 6 days. My marriage and my relationship with my children have suffered dramatically, and I am one of the unfortunate women who do not have health insurance anymore and cannot afford the surgery for removal. Doctor visits over the years have been inconclusive or normal findings. There has been one trip to the emergency room for possible pulmonary embolism, also inconclusive, 2 years ago. I was not affected by any of these problems before the insertion of the essure coils.

Event description:
Add'l info rec'd on 1/15/2014 for report # mw5030777: in (B)(6) of 2008, I got the essure sterilization procedure. Immediately afterwards, I began experiencing problems and complained to my doctor. Now, over 5 yrs later, I have had my doctor agree I had a reaction to the essure procedure and have had to have a hysterectomy to remove the essure coils, my fallopian tubes, uterus, and cervix, and it was found that I also had endometriosis and adenomyosis and ovarian cysts, none of which I have ever had until essure implantation. I had horrible skin and ear rashes that lasted for months, requiring hospital visits, I bleed uncontrollably every two weeks with heavy bleeding and large clots, I have suffered hair loss, weight gain, fatigue, chest pains, brain fog, insomnia, depression, painful intercourse, loss of libido, sharp stabbing pains in my pelvic area, vibrations in my pelvic area, back and hip pain, severe joint pain, and many other symptoms. I have already filed one report with the FDA. I got my hysterectomy in (B)(6) of 2013, and have felt so much better since! I still have ways to go, but most of my joint pain and other pain is gone and I have not had any rashes since. The bleeding is gone, I'm sleeping a little better, and my hair loss seems to be slowing down some. I do not recommend this product for anybody! It is dangerous and needs to be recalled! I believe that is for a lawyer to discuss, not for me to post online.